Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced a patient interface issue. The technical support specialist backed up the database and found that every patient encounter key from the data asynchronization applier log referenced patients no longer present in the encounter snapshot table. The data synchronization debug log showed data uploads proceeding without issue. The tss performed data synchronization from the medication application without dropping the database. The tss contacted the customer and advised to attempt login on the device. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, station experienced a patient interface issue. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. The customer reported that patient information was not flowing to the station; while the device was successfully uploading data, it was not downloading updated information such as new patient records or medication orders. There were no adverse events or injuries reported based on this event.